Manufacturer narrative:
Other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
A patient reported on (B)(6) 2016 stating that they had seen their healthcare provider (hcp) a week prior because they had trouble with surging/shocking. The surging was sporadic and sometimes it would be severe. A company representative (rep) checked their device at the appointment and said that the lead wire had been pulled loose and they would need to go in and fix it. The rep had turned off the implant to stop the shocking. They needed to turn the therapy back on an use it until they heard back from the rep. The rep told the patient that they would need to do an x-ray to figure out the location of where the lead was loose, but the x-ray had not been done yet. The patient synced the patient programmer (pp) to the implantable neurostimulator (ins), and it was showing that stimulation was on. The patient had turned stimulation on using the recharger, but the stimulation level was at 0.0 volts. The patient increased stimulation to 4.9 volts and was able to feel comfortable stimulation, and there was no surging/shocking. The surging/shocking had occurred for a couple of months, and the rep had determined that the lead had come loose on (B)(6) 2016. The indication for use was spinal pain and non-malignant head/neck pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.